Event description:
After initial improvement in symptoms after pump implant, the patient experienced a change in therapeutic effect. The pump was implanted primarily for spasticity which it was controlling. Over the past 1-2 years the patient had no pain relief from intrathecal drug therapy. The hcp increased the pain medications in the pump. The hcp reported that they were still in early stages of pump medication titration; the patient reported improved pain control as a result. There was no injury associated with this problem. The patient also experienced headaches. There was fluid around the pump. It was reported that the fluid had seeped out during refill. This fluid was drained one time. The pump was over 7 years old and was replaced to avoid in-vivo battery depletion. At replacement the hcp noted that the catheter was leaking. The catheter was replaced as well. The fluid buildup problem resolved after revision. The patient recovered without sequelae from surgery.

Manufacturer narrative:
Analysis of the pump revealed 'no anomaly found.' The device was functioning normally. It passed flow testing.